Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (occlusion issue) issue. Reportedly, patient received an occlusion alarm and experienced elevated blood glucose of 389 mg/dl with no signs or symptoms of hyperglycemia related to the alleged occlusion. No additional information was available. The reported blood glucose excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of an occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.